Manufacturer narrative:
This report originally filed as [MDR number 2523835-2022-00269 from mfg site (B)(4)] a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One physical sample was received. The manufacturer's evaluation of the returned sample could not confirm the customer's reported issue: one custom pak content label with a slit angled 2.4mm (millimeters) knife in a plastic case was returned and was visually inspected. Visual inspection found no abnormalities with the knife. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Flex completed and performed a personnel awareness for the complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the ophthalmic blades was found to be dull during a cataract procedure. The blade was replaced and the procedure was completed. There was no patient harm. Additional information has been requested, but none received to date.